Event description:
It was reported that during an unknown procedure that there was note on box that read "metal clip base jammed". Unknown if or how the case was completed. Unknown of any adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Batch # 950a68. Date of event: date of event is 2022, event day and month unknown. Captured as (B)(6) 2023. Additional information was requested, and the following was obtained: is the current patient status known? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) There was nothing additional noted and hospital staff had no additional information." Sales rep provided additional information - the tech that was in the room stated she had a student loading and unloading the device. When attempting to remove the reload from the device, the bottom of the reload came loose and stayed in the device the top of the reload came out. It may have been because of the technique the student was using to unload and reload the device. Rep has confirmed the proper way to load and unload. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no visual non-conformances and with a fully fired gst60b reload present without a reload pan. However, the reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria it is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 950a68, and no non-conformances were identified.